Event description:
The reporter contacted animas on (B)(4) 2014 alleging a time and date issue. The reporter stated that the patient programmed the pump and did not program it so the am/pm was correct. The patient experienced a blood glucose (bg) of 29mg/dl without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the hypoglycemic event the patient experienced that resulted from the patient incorrectly programming the time on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error ( patient incorrectly programming the time on the pump).